Event description:
It was reported that the infusion finished earlier than expected (6 to 11 hours early). Fill volume 100 ml.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device involved in this incident is expected; however, was not received for evaluation and investigation at the time of the report. Without the actual product, a complete analysis cannot be conducted. A review of the lot history indicated that there were no confirmed complaints for the reported lot number. The device history record was also reviewed, and all manufacturing operations were found to be within specification. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.